Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. At this time, the suspect device has is not return for investigation. Based on the log files, alarm for tidal volume low is also active before the restart. It was determined that the most likely cause of the issue was due to software failsafe application activated.

Event description:
The customer reported ui failsafe alarm while ventilation was still running. Furthermore, there was no information for patient involvement at the time of the event.